Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. No unexpected low battery or weak battery alarms noted during testing. The insulin pump had cracked case at display window corners, cracked reservoir tube, broken reservoir tube lip, and minor scratched lcd window.

Event description:
Customer reported that they keep receiving a weak battery alert on the insulin pump despite multiple battery changes. Customer stated that the screen of the insulin pump was completely blank for about twenty minutes and is currently on. Customer's blood glucose reading at the time of the incident was 120 mg/dl. Customer also mentioned that the insulin pump was cracked near the reservoir compartment and being held together by duct tape. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.